Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 425 mg/dl and ketone level was 60 mg/dl. Cause of elevated bg was not known, continuous glucose monitor (cgm) session was not operating at time of event. Customer administered 10 units of insulin via injection. Customer was admitted to the hospital for elevated bg and diabetic ketoacidosis (dka). Customer was treated with saline/potassium infusion and glucose. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2021. Reportedly, customer resumed pump therapy and cgm session.